Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of heartburn, bacterial infection due to helicobacter pylori (h. Pylori), obesity, pelvic inflammatory disease, yeast infection, thyroiditis, pap smear abnormal, pelvic pain female, surgery (essure contraceptive, anterior cervical diskectomy and fusion, gastric sleeve, spine surgery on (B)(6) 2016, lap band on (B)(6) 2010 cholecystectomy: on (B)(6) 2008. C- section: on (B)(6) 2003. Gastric sleeve on (B)(6) 2014.) Sinusitis, vaginal pain, fatigue, peripheral neuropathy, vitamin d deficiency, rash, depression, hyperlipidemia, adhd, add, tendonitis, anemia, parity 3, multi gravida, abnormal uterine bleeding, dyspareunia (intercourse often is painful with decreased to no vaginal lubrication and pain at insertion of her spouse's penis) and libido decreased. Previously administered products included: lisinopril for angioedema of lips, lunesta for sleep insomnia, metformin for type 2 diabetes mellitus and janumet, prozac, wellbutrin, nexium 1-2-3, diflucan and topiramate. The only concomitant product mentioned was mirena (levonorgestrel) for menstrual disorder since on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1591 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (1. Laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Discrepancy noted removal date of drug updated to on (B)(6) 2019 from on (B)(6) 2018. 00:00. Discrepancy noted insertion date of drug updated to on (B)(6) 2015 from on (B)(6) 2013 00:00. Expired mirena iud, mirena iud replacement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.442 kg/sqm. [Computerised tomogram] on (B)(6) 2017: reason for order: patient had a nuclear medicine myocardial perfusion study. Incidentally found was questionable ectopic foci of radiotracer uptake adjacent to the left ventricle which was noted to represent gastrointestinal reflux,hernia,versus breast uptake. Findings: abdomen and pelvis: the liver, pancreas, and spleen are normal. Gallbladder is surgically absent. The adrenal glands are normal. The kidneys are normal in size. No renal lesion or hydronephrosis. Ureters are normal in caliber. Bladder is distended without wall thickening. Intrauterine device and essure devices are noted. Adnexa are unremarkable. Visualized esophagus is within normal limits. Patient is status post sleeve gastrectomy. Small bowel is normal in course and caliber. [Hysterosalpingogram] on (B)(6) 2015: procedure: hysterosalpingogram report reason for order: g3p3 underwent essure placement on (B)(6) 2015. Needs hsg to confirm tubal occlusion net on (B)(6) 2015. Has mirena in place for interim contraception (leave in during/after hsg for cycle control). History: status post essure placement on (B)(6) 2015 . Confirm tubal occlusion. Patient has iud within the endometrial canal. Findings: scout film shows t-shaped radiopaque iud overlying midline the lower pelvis and essure pledget on both sides of the pelvis . Upon administration of contrast through the catheter , there is a filling defect within the endometrial canal representing the iud. The endometrial canal demonstrates mild mucosal irregularity which may be reactive from said iud. There is no contrast opacifying either fallopian tube. There is no free spillage of contrast into the cul-de-sac. Impression: 1. Iud with likely reactive endometrial mucosal irregularity. 2. Bilateral tubal occlusion is noted. [Ultrasound pelvis] on (B)(6) 2017: reason for order: chronic lower abdominal pain. She has and iud and a essure. Findings: essure devices are incompletely visualized. Impression: 1. Iud appears in appropriate position in the endometrial cavity, the essure devices not well visualized given limitations in sonography. 2. 1.4 cm subserosal leiomyoma within the uterine fundal region; on (B)(6) 2018: reason for order: a female complaints of chronic periumbilical pain. Lmp unsure given mirena iud for cycle control with essure device for permanent sterilization. Patient has a history of gastric sleeve on (B)(6) 2014. Followed by her essure device on (B)(6) 2014. She noted on (B)(6) 2015 she would have "gall bladder like pains", colicky across her midsection. She also noted bloating. She reports pelvic pain with walking primarily which she stopped exercising because of the pain. She reports the pelvic pain is supra pubic. She reports reviewing online reviews of the essure and because of those online re views would like the essure device removed.; on (B)(6) 2019: findings: an intrauterine device appears appropriately-located within the endometrium, obscuring evaluation of endometrium and its contents. Linear echogenic structures are noted extending from the uterine cornua, bilaterally, into the parametrium, consistent with tubal occlusion devices. Impression: 1. Appropriately-positioned intrauterine device. 2. Bilateral tubal occlusion devices noted. 3. Small uterine fibroid.; on (B)(6) 2019: findings: uterus: anteverted. Myometrium: mildly heterogeneous with focal 1.7 x 1.3 x 1.1 cm myometrial fibroid. Cervix: normal. Endometrium: thin appearing endometrial stripe. Iud in fundal/midportion of the endometrial canal. Thickness not measured with iud in place. No obvious endometrial masses seen. Right ovary: normal echogenicity and morphology left ovary: normal echogenicity and morphology. Small corpus luteum cyst noted in left ovary. Impression: normal pelvic ultrasound. Normal-appearing iud in the fundal/endometrial portion of endometrial. Canal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added .reporter information added. Concomitant drug added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.